Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen did not align with the cursor on the display screen of the device; the overlay was replaced, and the stylus was calibrated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen was not calibrated with the cursor on the display screen of the programmer. The programmer has been returned for repair. There was no patient involvement.